Manufacturer narrative:
Conclusion: the cot is not going to be repaired.

Event description:
It was reported that the cot base tube weldment was broken and damaged which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.